Event description:
The customer reported that the ltv 1150 ventilator began auto cycling and could not get to turn on multiple times. At this time, patient involvement associated with the event is unknown.